Event description:
New information received indicates that the right ventricular lead had dislodged. The pacing and defibrillation impedance were low and the lead was not sensing or capturing. Temporary programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, low pacing lead impedance, low defibrillation impedance, failure to capture and failure to sense. The reported event of helix mechanism issue was confirmed but the reported events of low pacing lead impedance, low defibrillation impedance, failure to capture and failure to sense were not confirmed. Final analysis found a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with damage caused during the procedure. After cleaning and by applying torque to the connector pin, the helix could be retracted and extended. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued of the inner coil consistent with procedural damage.

Event description:
Related manufacturing reference number: 2017865-2023-02535. It was reported that the patient presented with a pocket hematoma. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The physician evacuated the pocket to resolve the hematoma. While the pocket was open, the physician repositioned the right ventricular lead on (B)(6) 2022. While the lead was being repositioned, the helix was difficult to extend. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, b6, d6b.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.